Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips were requested for return. The customer's test strips were provided for investigation where they were tested using a retention meter and controls. The customer provided one test strip within the returned test strip vial. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer stated they were taking antibiotics. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr). Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results coaguchek xs pst meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020, the customer¿s meter result at 12:09 p.m. Was 1.4 inr. At 12:15 p.m., the customer¿s laboratory result was 1.9 inr. On (B)(6) 2020, the customer¿s laboratory result at 12:45 p.m. Was 2.6 inr. At 12:53 p.m., the customer¿s meter result was 2.0 inr. The customer was currently taking an antibiotic nafcillin through a pic line during these two events. The customer¿s therapeutic range is 2.0- 3.0 inr.